Event description:
Report from dealer pt, pulling a negative 10 cm h20 to trigger ventilator.

Manufacturer narrative:
Lab testing results: unit set up to cycle on/off every 12 minutes and ran for a period of 24 hours. Unable to duplicate the failure observed by the customer.